Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage, pressure transducer and flow transducer tests during pre-use check. Our field service engineer investigated the ventilator on site. The faulty part was found to be the control printed circuit board (pcb) and replacing it solved the reported issue. The ventilator was returned to the customer in good working condition. The replaced control pcb was not returned for further investigation. Therefore, the root cause to the reported issue cannot be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).